Manufacturer narrative:
This medwatch report is being filed based on return analysis of the safari2 guidewire. As received, the specimen consisted of one-1 each safari2 275cm xsml crv; returned coiled, loose with the distal tip region lodged within the introducer, and double-bagged within "zip-lock" style poly biohazard pouches. Dimensional verification: the specimen presented a dim "a" length of 276.10cm, formed curve dimensions cannot be accurately measured due to the damage presented, and a finished diameter of .03455" to .03460" except in areas of coil damage. A gage bushing certified to be .0360" was passed over the length of the specimen to the proximal aspect of the coil damage unaided, except by gravity. Observation findings: as received, the distal tip region of the specimen is lodged within the introducer. The specimen presented extensive deposits of dried blood-like material on the specimen wire and within the lumen of the introducer. The specimen also presented a ductile, tensile overload of the core wire and subsequent stretching of the coil wire and unknown distance from the distal tip with indications of torsional loading. The torsional loading has deformed the curved distal region preventing accurate measurement of that feature. The proximal joint appeared to be correct and intact. Except where noted, the specimen device appeared visually and dimensionally correct. Summary of findings: a review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. During manufacturing and packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. As noted above, the distal tip region of the specimen is lodged within the introducer. The specimen presented extensive deposits of dried blood-like material on the specimen wire and within the lumen of the introducer. The specimen also presented a ductile, tensile overload of the core wire and subsequent stretching of the coil wire and unknown distance from the distal tip with indications of torsional loading. The torsional loading has deformed the curved distal region preventing accurate measurement of that feature. The extensive deposits of dried blood-like material, combined with the distal tip of the device being lodged within the introducer, indicates the wire was removed from the patient and during the attempt to re-insert the wire it became lodged within the introducer. Subsequent attempts to remove the wire from the introducer led to the fracture presented by the specimen. Our investigation was unable to confirm that the product did not meet specification prior to shipment. The investigation concluded that the product met specification at the time of shipment. As indicated in the device instructions for use (dfu) warnings: do not torque this guidewire. Exercise care in handling of the guidewire during a procedure to reduce the possibility of accidental breakage, bending, kinking, or coil separation. Resulting guidewire fractures might require additional percutaneous intervention or surgery. Never advance the guidewire against resistance without first determining the reason for the resistance under fluoroscopy. Excessive force against resistance may result in damage to the catheter or vessel/organ. Care should be taken after device deployment. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided and the evidence presented, it appeared that clinical and/or procedural factors have contributed to the event as reported. Should additional information be provided a follow-up medwatch report will be submitted.

Event description:
This medwatch report is being filed based on return analysis of the safari2 guidewire.the patient was undergoing a trancatheter aortic valve replement (tavr) procedure.as reported by the distributor: event description: per cnf. It was reported that: strong resistance was felt in front of the aortic arch when proceeded with sapien.